Manufacturer narrative:
The service engineer (se) inspected the device and replaced the light emitting diode (led) graphic user interface (gui). The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator did not have an audible alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Product analysis: a graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. The test ventilator failed the gui alarm audio test. An investigation was performed and the product analysis technician reported the reported issue was verified and the root cause was isolated to the gui alarm speaker. If information is provided in the future, a supplemental report will be issued.